Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was observed as a posterior needle tip failure to fire. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device analysis observations indicate the plunger was not fully deployed flush with the handle body to fully eject the posterior needle tip from the posterior shank such that posterior needle tip interacted with the posterior cuff enough to flatten only one of the cuff tabs but not complete a full needle to cuff engagement. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H11 correction: additional mfg narrative/return device analysis revised - based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device analysis observations indicate the plunger was not fully deployed flush with the handle body to fully eject the posterior needle tip. This subsequently prevented the posterior needle tip from fully connecting to the posterior cuff. Therefore, the suture knot was not completed and contributed to the reported ¿suture did not stay behind in the skin/vessel [malposition of suture]¿.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device. Reportedly, the suture did not stay behind in the skin/vessel [malposition of suture]. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device. Reportedly, the suture did not stay behind in the skin/vessel [malposition of suture]. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.